Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were unable to exit preparing to prime loop. The customer's blood glucose was 252 mg/dl at the time of incident. The customer's blood glucose was 352 mg/dl at the time of call. The customer stated that the insulin did not exit during manual prime. The customer was unable to continue troubleshooting for the high blood glucose due to customer had to do prime rewind troubleshooting. The customer stated that the numbers did not appear on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will not be returned for analysis.